Event description:
It was reported the pt wants to undergo surgical intervention due to ineffective coverage. Reprogramming attempts did not provide resolution. Additionally, it was reported the pt has not used the scs system in a long time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.